Manufacturer narrative:
The impella device was discarded, and the investigation has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the venticular tachycardia was not determined.

Event description:
The complainant reported that upon turning the support level of an implanted impella cp pump to p-3, the patient endured an immediate responsive run of ventricular tachycardia and junctional rhythm. The pump was returned to the previous setting and the device continued to support uninterrupted. The patient outcome was stable.